Event description:
Home pt reports pt line of homechoice set disconnected from transfer set during automated peritoneal dialysis treatment and resulted in sys error alarm on homechoice device. Home pt discontinued treatment at time of alarm. Home pt states she believes she did not tighten pt connector to transfer set properly at therapy set up. Per home pt, no injury or required med intervention.